Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, guide catheter: runway. Evaluation summary: visual, dimensional and functional inspections were performed. The reported difficulty to position the balloon catheter over a guide wire was unable to be confirmed as the proxy guide wire was advanced without any resistance noted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported/noted difficulties of difficult to position and damaged inner member appear to be related to circumstances of the procedure. Based on the reported information, the physician inadvertently punctured through the inner member wall during loading of the balloon catheter resulting in the resistance and wrinkles causing the difficulty to position the wire as the wire advanced in the inflation lumen and not in the wire lumen as intended. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat the left main that was 100% stenosed. An unspecified sion blue guide wire was advanced, and there was a failed attempt to advance a 2.5 x 15 mm trek balloon catheter over the guide wire. It was then noted that the guide wire cut through the guide wire lumen at the tip of the trek device. Therefore, a non-abbott balloon catheter was used and an unspecified stent was implanted to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.